Event description:
Kimberly-clark received a report from (B)(4) stating, "during the washing procedure of the oral cave of the patient, the swab stick was broken and the sponge part remained into the patient's mouth (the patient is not totally awake). The nurse had to insert a finger into to take it out preventing patient suffocation. The patient did not have incident." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
The review of the device history record showed the product met the manufacturing and quality specifications. The device was not returned by the customer to kimberly-clark for analysis. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device not returned to kimberly-clark by the customer for analysis.